Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6 correction: b4, b5, g4, g7, h10 event description: it was reported that patient had in 2003 the initial surgery. In 2015 patient visited the surgeon, where she was complaining about having pain. On (B)(6) 2018 patient underwent revision surgery due gradual increased pain. Review of received data: - x-rays: second views of left and right hip were received. As this report concerns the right hip only the second views of the right hip will be assessed. (B)(6) 2002 pelvic overview: second view, right hip: show the situation before implantation. (B)(6) 2003 second view, right hip and second view, left hip: only second views are available of that date because the ap view having the same file name is dated (B)(6) 2003 on the x-ray. Hip prostheses are implanted on both sides. There is a larger periprosthetic radiolucent area around the proximal area of the stem (anteromedial and posterolateral) corresponding to gruen zones 14 and 8. (B)(6) 2003 pelvic overview: the inclination angle was measured and amounts to approximately 43°. There are no obvious changes in the bone structure around the proximal part of the stem. Second view, right hip: compared to the previous x-ray there are no obvious changes. (B)(6) 2004 pelvic overview: compared to the previous x-ray a small radiolucent line can be seen around the proximal stem in gruen zones 1 and 7. The cranial edges of the cup including the fins are covered by bone on both hips. Second view, right hip: compared to the previous x-ray there are no relevant changes. (B)(6) 2008 pelvic overview: compared to the previous x-ray osteolytic changes of the bone structure can be observed in the area of the greater trochanter on both sides and the lesser trochanter on the right side. A reduction in the periprosthetic bone structure above the lesser trochanter can be seen on both sides. The osseous covering of the cup has reduced cranially on both sides. On the right hip the cup¿s outer fin is exposed. Second view, right hip: compared to the previous x-ray the periprosthetic radiolucent area around the proximal area of the stem is enlarged. (B)(6)2010 pelvic overview: compared to the previous x-ray there seem to be no significant changes on the right hip. On the left femur the osteolytic changes of the bone structure in the area of the greater trochanter and the reduction in the peri-prosthetic bone structure above the lesser trochanter seem to be increased. Second view, right hip: there is a pre-existing periprosthetic radiolucent area around the proximal area of the stem. Due to the projection the x-ray cannot be compared to the previous one of (B)(6) 2008. (B)(6) 2015 pelvic overview: compared to the previous x-ray the greater trochanter is reduced. The right os ischium appears to be reduced as well. A slight increase of the osseous destruction above the lesser trochanter can be noticed on the left femur. Second view, right hip: compared to the previous x-ray there seems to be a slight increase of periprosthetic osteolytic changes around the proximal area of the stem. (B)(6) 2017 pelvic overview: compared to the previous x-ray an increase of the osteolytic destruction on the lateral side of the os ischium can be noticed. Second view, right hip: compared to the previous x-ray there is a slight increase of periprosthetic osteolytic changes around the proximal area of the stem. (B)(6) 2018 pelvic overview second view, right hip: show the situation 3 days after revision. The provided CT images show selected sequences and were not evaluated. The received selected images of the MRI taken on (B)(6) 2017 show a tumorous mass medial to the right hip joint and a significant fluid collection lateral at the level of the greater trochanter. Review of available information letter from the surgeon dated (B)(6) 2019: in addition to the patient data already mentioned on the front page of this report, the following information can be summarized. In 2003 a fitek cup, metasul insert, metasul head 28 mm and a cls stem were implanted on the right hip in the kantonsspital winterthur. A surgical report is not available. In 2015 on the occasion of a checkup the patient already complained about pain at the ischium. At that time the already radiologically visible osteolysis was not recognized and a tendinopathy of the ischiocrural muscular tissue was treated conservatively. Due to increasing complaints the patient was only referred again in (B)(6) 2017. It has to be mentioned that the patient was working as a professional ballet teacher until the revision surgery. A blood test taken on (B)(6) 2017 gave the following metal ion levels in whole blood: chromium 2 g/l and cobalt 4.7 g/l. The next test is planned on the occasion of the yearly checkup. During revision surgery only head and insert were changed. The metasul inlay was removed with a chisel. A corresponding damage on the outside marks 12 o¿clock. Email from the surgeon dated (B)(6) 2020: in his email the surgeon states that the follow-up check was not conducted as intended and therefore the patient came for checkup on (B)(6) 2020. The patient is now asymptomatic, the metal ion levels in whole blood are: chromium 1.8 ¿g/l and cobalt 1.5 ¿g/l (there is a 28 mm metasul pairing on the opposite side). The next checkup will take place in five years. Surgical report of revision, (B)(6) 2018: diagnosis: tumor due to wear on right hip with intrapelvic pseudotumor and osteolysis of the acetabulum and the proximal femur after implantation of an uncemented thp with a metal on metal pairing in 2003. Indication: preoperative diagnostics showed a large partially intrapelvic pseudotumor which surrounded the right thp. At correct position of the components in a patient being an active ballet teacher the possibility of recurrent subluxations was considered as cause. At radiologically firmly fixed implants a debridement with change of head and insert is planned, however with the option of a revision of all components via a transfemoral approach. Technical procedure: a kocher-langenbeck approach is used. There is a heavily scarred trochanteric bursa which is debrided step by step. The sciatic nerve is inconspicuous. The external rotators are intact especially there is no tumor due to wear along the triceps femoris identifiable that would run towards the ischium. Only the posterior part of the gluteus medius is conserved over a width of less than 15 mm. In the area where the gluteus medius should be located a large soft tissue defect is present. Samples for microbiological and histopathological examination are taken from different locations. There is relatively few liquid in the bursa and especially the milky-yellowish fluid that could be aspirated during puncture cannot be found anymore. After subtotal capsulotomy the prosthesis can be well inspected. The orientation of the components is correct and during movement testing impingement of the components cannot be produced. There is also no notch at the neck of the prosthesis. The prosthesis is dislocated and the head removed. Macroscopically, there is no indication for wear on the head. The taper is intact the grooves can be identified by naked eye. The posteroinferior capsulotomy is completed. Debridement of the osteolysis in the proximal femur is performed. On the anterior and medial side cortical bone is no longer present until the height of the trochanter minor. However, the stem is macroscopically integrated in the bone, especially lateral, but the main part of the proximal stem has no bony support. The osteolysis around the cup is curetted. The cup has all around a proud seating of 10 to 15 mm. The stabilizing fins can be identified. From that level the cup is firmly fixed in the bone. The insert is removed using a chisel. The backside of the insert shows a spotty oxidation but only on a bit more than half of the surface. The stabilizing fins of the cup did not cause wear on the opposite polyethylene. Therefore, instability of the backside of the insert was not present. Also intraarticular no extension of wear tissue to the ischium and medially of it can be shown. As the components are correctly oriented and fixed only insert and head are changed. Irrigation is performed and a durasul alpha insert ii/36 is placed. Trial reduction with a head l is conducted. After rom testing a cocr head 36/l is impacted and the joint is reduced. Irrigation, refixation and wound closure is performed. Histological report, input (B)(6) 2018, output (B)(6) 2018 the report can be summarized as follows. Bursa trochanterica and capsule material was analyzed and sclerotic membrane-like soft tissue with lining of abundant tissue detritus with evidence of smallest bone particles was found. In the tissue a minor chronic inflammation with single foreign body granulomas and little foreign material consistent with little polyethylene wear was seen. Maximal 3 neutrophilic granulocytes/10 hpf. Material of the anterior tumor due to wear was analyzed and abundant tissue detritus with single bone particles was observed. Product evaluation: - visual examination: the polyethylene liner of the metasul alpha insert shows a slight yellowish discoloration on the anchoring side. Further, some scratches and a pattern of scratches probably deriving from removal as well as the damage from the chisel as described in the surgeon¿s letter and a cut in the pole pin are visible. Backside changes cannot be recognized. On the articulation side the liner¿s rim exhibits several scratches and some indentations. Numerous fine and some coarse scratches can be seen on the articulation surface of the metasul inlay. There is at least a partial borderline between the loaded and the unloaded area recognizable by a higher scratch density in the unloaded area. Obvious subsidence / tilting of the metasul inlay in the polyethylene liner cannot be observed. On the articulation surface of the metasul head a well-defined partial borderline between loaded and unloaded area is visible. The unloaded area exhibits some pattern of scratches and a smear. The articulation surface was inspected under the microscope at 200-times magnification with differential interference contrast (dic). As already visible to the naked eye the borderline between loaded and unloaded area is well identifiable. In the loaded area numerous fine scratches are recognizable. The unloaded area presents as well scratches partially in higher density and in the equator region the original surface state with slightly protruding carbides. The head taper shows surface changes due to fretting corrosion over the entire contact area with the stem taper. - wear measurement: the wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva. The total linear wear value is 14.7 ¿m for the head and 13.4 ¿m for the cup which results in an annual wear rate of 1 ¿m for the head and 0.9 ¿m for the cup. For a metasul-pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 ¿m / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 ¿m / year per pairing [1]. - measurement of subsidence / tilting of metasul inlay in polyethylene liner: to evaluate subsidence / tilting of the metasul inlay in the polyethylene liner, on eight points with a distance of 45° equally distributed on the circumference of the insert¿s rim the height difference between the rim / face of the polyethylene liner and the metasul inlay was measured using a 3d measuring machine type cmm5, sip geneva. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that patient had in 2003 the initial surgery. In 2015 patient visited the surgeon, where she was complaining about having pain. On (B)(6) 2018 patient underwent revision surgery due gradual increased pain. After approximately 15 years in vivo the total hip prosthesis was revised due to osteolysis of the ischium respectively partial intrapelvic tumor due to wear. Already 3 years before the revision the patient complained about pain at the ischium. Due to increasing complaints the patient was referred again to the kantonsspital winterthur in (B)(6) 2017. During revision surgery the metasul pairing was exchanged and a soft tissue defect was found. Further, it is mentioned that the milky-yellowish fluid that could be aspirated during puncture could not be found anymore. The analysis of the tissue samples taken during surgery revealed minor chronic inflammation with single foreign body granulomas and little polyethylene wear. The second view x-ray taken on 06 feb. 2003 shows that probably directly after implantation a larger periprosthetic radiolucent area around the proximal area of the stem corresponding to gruen zones 14 and 8 was present. Approximately one year after implantation small radiolucent lines can be seen in gruen zones 1 and 7. On the pelvic overview x-ray taken on 12 mar. 2008, approximately five years after implantation, the following phenomena can be observed on: the right and left femur: ¿ osteolytic changes of the bone structure in the area of the greater trochanter ¿ reduction in the periprosthetic bone structure above the lesser trochanter the right femur: ¿ osteolytic changes of the bone structure in the area of the lesser trochanter additionally, the second view, right hip x-ray exhibits an: ¿ enlargement of the periprosthetic radiolucent area around the proximal area of the stem (anteromedial and posterolateral). These phenomena are progressing over time in vivo. On the pelvic overview of the same date it is visible that the osseous covering of the cup has reduced cranially on both sides. Progression of this phenomenon could not be seen on later x-rays. Since feb. 2015, an osteolytic destruction on the lateral side of the right os ischium seems to have started, which progresses in the further follow-up. A blood test taken in december 2017 pointed to an increased metal ion level in whole blood for cobalt of 4.7 ¿g/l. 22 months after revision in (B)(6) 2020 a blood test was conducted again and resulted in a metal ion level in whole blood for cobalt of 1.5 ¿g/l. The visual investigation of the explants can confirm the intraoperative observations that impingement and backside changes on the polyethylene liner did not occur. Further, no signs for subluxation / dislocation could be seen. The metasul inlay is still firmly fixed in the polyethylene liner. As the measured value for the height difference between the rim / face of the polyethylene liner and the metasul inlay is within the calculated nominal tolerance range it can be concluded that abnormal tilting / subsidence of the inlay did not occur. Compared to the annual wear rate is low. However, the head taper shows surface changes due to fretting corrosion over the entire contact area with the stem taper. This could have contributed in some way to the osteolytic changes / destruction, the soft tissue defect, the milky-yellowish fluid that could be aspirated during puncture (probably performed before the revision surgery) and the increased cobalt level in blood. However, it needs to be considered, that the patient had bilateral hip replacements with metasul pairing over the entire in vivo period and was working as a professional ballet teacher until the revision surgery. After revision surgery the cobalt level in blood decreased while on the opposite side the hip replacement with metasul pairing is still implanted. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2019-00340-1.

Manufacturer narrative:
Concomitant medical products: item # 19.28.06, lot # 2143682, metasul head 28mm "m" 12/14. Item # 01.00010.409, lot # 2134752, metasul, alpha insert, ii/28. Premarket identification: this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k091973. Device evaluated by manufacturer: the manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. X-rays, photos of the explants and medical records were received and will be reviewed as part of ongoing investigation. The lot number of the device was received. The device history records will be reviewed during investigation. The following reports are associated with this event: 0009613350 - 2019 - 00340. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient had revision approximately 14 years post implantation due to symptomatic osteolysis, pain and intrapelvic abrasion tumor. Attempts to obtain additional information have been made; however, no more is available.